Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 590 mg/dl. Troubleshooting was performed, and the customer stated that the insulin pump turns off without warning and the buttons are intermittently unresponsive. The customer also stated that he received an alarm on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.